Event description:
It was reported that the top wake button on the customer's device was partially detached, requiring pressure on the metal to operate. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support; therefore, no additional information could be obtained.